Event description:
Globus medical, inc. Was contacted via facsimile communication from the sales rep and informed that two (2) globus screws had broken in a pt post-operatively. On (B)(6), 2009 a male pt underwent surgery; laminectomies at l3-l5, and posterior lateral fusion from l4-s1 when surgeon placed 7.5 x 45 mm screws at l4, and 7.5 x 35 mm screws at s1. Surgeon spanned l5, and also used a crosslink. On (B)(6), 2011, the prior surgery was revised as the pt was symptomatic at the adjacent l3-4 level and it was observed on x-ray that at least one of the s1 screws was broken. X-ray also showed and was later confirmed that the pt was solidly fused from l4-s1. It was discovered that both of the s1 screws had broken when the hardware was removed from the pt.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 7.5 mm revere pedicle screw, 35 mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.